Event description:
It was reported that a piece of a transfer set broke off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and identified broken occluder feet. Leak testing was performed and identified broken occluder feet (leak through set). Clamp function testing was performed and broken occluder feet were noted. Clear passage testing was performed with no issues noted. The reported condition was verified. The assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.